Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved with sequelae. The sequelae was the patient discontinued after multiple attempts to contact.

Event description:
It was reported the patient had a jolting sensation down their legs. When the patient would laugh or sneeze they would get a jolt down their legs from the device setting. Intervention included suspending therapy and adjusting oxycodone. The etiology was due to the programming and was related to the device or therapy and not related to the implant procedure. The event was considered ongoing. If additional information is received on outcome a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient discontinued after multiple attempt to contact.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that interventions included therapy suspended. The patient turned their device off on (B)(6) 2013.